Manufacturer narrative:
The returned product's visual inspection confirmed the nail was broken at the third screw hole of the distraction rod. The root cause that the nail was broken was due to stresses generated by drilling prior to the free-hand drilling of the distal holes. The device history records were reviewed, and no discrepancies were found related to this complaint. The devices were manufactured per the specified requirements and met all of the required quality inspections.

Manufacturer narrative:
The device has not been returned for investigation, pictures provided confirm the alleged event. Root cause cannot be confirmed at this time.

Event description:
Information was received that a nail was removed as it was allegedly broken. No patient injury was reported.